Event description:
Pt came to pain clinic with tenderness to entire right flank. Area surrounding the catheter exit site very hot, hard to touch and tender. Pt was taken to surgery for emergency removal of a portion of the epidural ctheter with irrigation. Pt admitted to ICU and scheduled for insertion of epidural catheter 5 days later. Original catheter had been inserted 10/21/93.